Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements.based on initial escalation analysis a sensor replacement was approved due system performance, and the sensor was requested for further analysis.the sensor was returned for further investigation, and upon receipt, a visual inspection indicated that the end cap was separated from the rest of the sensor and was not returned.it is not clear when the breakage happened (during explant procedure or during transportation) since the breakage was not reported either from the user or hcp.if the sensor breakage happened during the explant procedure, then the most likely root cause can be attributed to application of excessive force by the removal clamps to the extremities of the sensor.regardless,the separated end cap should have no impact on sensor performance. From the return material analysis testing, the returned sensor did not reveal any malfunction.however, a review of the sensor data in dms showed an instability in the reference channel at the time of the event.the potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 17 january 2025. D9 device available for evaluation? Yes on 25 november 2024. G3.date received by the manufacturer? 17 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 20, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.